Event description:
It was reported that during an arcr procedure, the filament came out of the wheel and it could not be advanced at all. The procedure was successfully completed without delay using a s&n back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported accu-pass str shuttle 45 deg lft curve device used for treatment was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿during an arcr procedure, the filament came out of the wheel and it could not be advanced at all¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. .¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H2, h3, h6: one 7210423 accu-pass str shuttle 45 deg lft curve used in treatment was returned for evaluation. Visual assessment confirms the complaint. The information provided states that ¿during an arcr procedure, the filament came out of the wheel and it could not be advanced at all¿. Visual assessment showed a cut monofilament. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include improper use of device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. A review of the batch records was performed which confirmed no abnormalities were reported with this lot during manufacture.